Manufacturer narrative:
E1 initial reporter establishment name: (B)(6). The analyzer's serial number is (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable electrode, sodium results for 1 patient sample on a cobas integra 400 plus. The initial result was 81 mmol/l, and the repeated result was 131 mmol/l.